Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose level. Customer was instructed to reset the pump to resolve the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.